Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), genital haemorrhage (seriousness criterion medically significant), mental disorder ("psych injury") and vaginal infection ("vaginal infection"). At the time of the report, the uterine perforation, pelvic pain, abdominal pain, genital haemorrhage, mental disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, mental disorder, pelvic pain, uterine perforation and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received : new events added: "pain: pelvic/abdominal, general abnormal bleed, psych injury, perforation: uterus, bladder/urinary problems, vaginal infection". New event uterine perforation added and case changed to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.